Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) level; value unknown. Reportedly, the customer did not eat due to being sick. Customer adjusted basal rates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.